Event description:
The customer reported via phone call that they had air bubbles int heir reservoir. The customer stated the air bubbles were champagne sized. The customer also reported experiencing a high blood glucose of 400 mg/dl. Customer corrected their blood glucose with a bolus. The customer stated their blood glucose was high because they did not consume enough carbohydrates. Customer did not rewind the insulin pump with the reservoir in place to cause the air bubbles. Customer was also unsure if their 5 unit fixed prime was effective in resolving the air bubbles. The customer will not be returning their reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.